Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: during investigation, visible moisture was observed through the display lens. Unrelated to the original complaint, the pump was unable to be powered on. A crack was found between the keypad and pump seal. The battery compartment was observed to be cracked from the case seal traveling to the grip pad. A leak test was performed and a leak was identified at the crack at the bottom right corner between the keypad and pump seal. The pump cover was opened and moisture was found throughout the pump casing. The original complaint of a blank display could not be duplicated because the pump could not be powered on.